Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure under local anesthesia, on (B)(6), 2022. Fiducial markers were placed transperineally during the same procedure. After placement, the patient felt dizzy and proceed to vomit. The patient was admitted to the emergency room (ER) for recovery.